Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Philips technical support provided troubleshooting advice to the customer. The customer reported that attempts were made for two days to recreate the error, however these attempts were unsuccessful. The customer reportedly returned the unit to service. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the unit will not turn on. No patient or user harm was reported. The event date was not specified; estimate used.